Manufacturer narrative:
The hill-rom tech found the bed exit external alarm inoperable. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external alarm to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom tech stating the bed had no audible alarm. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).